Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there are no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both parts are cracked and broken. The tip broke while impacting plate. There was no adverse effect and no delay in surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported a badly damaged tip. The investigation has shown that the front part of both impactor inserts (338.260) are very badly damaged. The two steel one step inserters are still in good condition with a nick (only show some hitting marks at the end). The review of the production history revealed that the returned instruments were manufactured according to the given specifications. No manufacturing related issues that would have contributed to this complaint were found. We can clearly state though inadequate handling of these black plastic impactor inserts have led to these visible damages (the front parts look like partly melted due to repetitive hitting). These inserts are made of ppsu plastic that has a melting temperature of 280 oc, therefore melting of material due to steam sterilization at 134 oc can be excluded. These items need to be checked after each surgery and should be exchanged regularly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that the tip broke while impacting plate. There was no adverse effect and no delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown dhs impactor tip/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.